Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power and a black screen. A field service engineer diagnosed a loose power cable as the root cause of the issue. The fse reseated the cable restored full station functionality. A comprehensive power test was conducted using the hardware testing application (hta), including capture ID verification, battery voltage check, and battery discharge tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the device failed to power up. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.